Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the battery compartment was cracked and the battery cap threads were found to be stripped. This report is made based on evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump battery compartment was observed to be cracked and the battery cap threads were observed to be stripped. During testing, the battery cap was unable to tighten securely to the pump and power loss was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial reporter: (B)(6).